Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states their insulin pump got wet while hiking. Customer also states that there was a button error alarm. The blood glucose reading is 85 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)